Event description:
It was reported that the customer experienced low blood glucose that required emergency room visit on (B)(6) 2021. Blood glucose was 4.9 mmol/l and was treated with food and disconnected from the pump. Customer does not believe the pump over delivered insulin. During troubleshooting customer stated that they loaded reservoir while attached to the cannula. Customer was not disconnected during the rewind/prime sequence. The insulin pump was returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w 4.11d. Retainer ring = clear. On mar 18, 2021 the customer alleged was hospitalized for low bgs. In addition, customer alleged rewind anomaly. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. Pump rewinds properly. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, serial number label fading and cracked battery tube threads. Pump passed all required testing. Rewind anomaly not confirmed during full functional testing. Unable to verify customer complaint for low bgs. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.